Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hub of the tube broke off when attempting to assemble. The customer reported that the piece itself snapped and could not be fixed and used. The customer reported that there was no patient injury.